Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. Section b5 executive summary - updated. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the subject flow diverter stent did not open to a maximum diameter in a distal landing zone. The artery diameter was about 4mm, but the subject device did not have wall apposition half of its length. The operator tried several maneuvers and re-sheathings (4 times in total). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: additional information received on 23 jul 2025 confirmed that the subject flow diverter was recaptured and removed from the patient's anatomy.

Event description:
It was reported that during the procedure, the subject flow diverter stent did not open to a maximum diameter in a distal landing zone. The artery diameter was about 4mm, but the subject device did not have wall apposition half of its length. The operator tried several maneuvers and re-sheathings (4 times in total). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.